Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 261 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The infusion site was reported to be swollen. As treatment, oral medication was taken.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.correction to d(4): lot number changed from unavailable to l72075. Expiration date changed from unavailable to 2/10/2022. Unique identifier (UDI) # changed from xxxx to (B)(4). Correction to device mfg date changed from unavailable to 8/10/2020.